Event description:
It was reported by a customer in the USA that, during pt use, the 840 ventilator generated multiple error messages and became inoperable. The pt was transferred to another ventilator. There was no reported pt injury.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the customer over the telephone. The tse recommended replacing the breath delivery unit (bdu) printed circuit board (pcb). The customer will call back once the repair has been completed, and request for a covidien customer support engineer (cse) to go to evaluate the unit, and update the software. (B)(4).